Manufacturer narrative:
The device is not available for investigation however a device history review should be performed. Additional contact information (B)(6).

Event description:
An event involving a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer reported that on two separate occasions within less than one week, after the extension set was connected to a patient¿s intravenous (IV) line and a flush was completed and disconnected, the patient¿s blood rapidly refluxed into the tubing and then flowed out through the microclave connector onto the floor. It was also mentioned that the connector was accessed once at the time the IV was placed (saline). The connector was accessed with a 20g viavalve needle (smith medical jelco) and 10ml preloaded saline flush (bd posiflush sp). There was patient involvement and no harm/adverse event reported. The event occurred on two different dates, and this report captures first of two incidents.

Manufacturer narrative:
Investigation summary: complaint of backflow of fluid / bleedback on item mc33150 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.